Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui graft was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size. It was reported that during the index procedure the patient died of complications from the rupture. Per the physician, the cause of the death was related to the aaa rupture and the associated trauma. No additional clinical sequelae were reported.